Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and time fall behind over a period of time. Customer did not update date/time. Customer's blood glucose was 135 mg/dl at time of report.